Manufacturer narrative:
UDI : (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. A review of manufacturing records found no discrepancies when the device was released to stock.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was 200mmh2o. The valve was visually inspected: no defects noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested; no issues found. The valve was pressure tested and passed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It has been reported that the device will not be returned for evaluation. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a hakim programmable valve could not be reprogrammed and was revised.